Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Although this complaint could not be confirmed, a CAPA has been opened to address complaints similar in nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "during polaris trail clinicians stated that the miller 2 blade was too narrow and patients tongues slid off and/or covered the light pipe.". No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during polaris trail clinicians stated that the miller 2 blade was too narrow and patients tongues slid off and/or covered the light pipe." No patient harm reported.